Event description:
It was reported that on (B)(6) 2010, surgeon performed a second surgery which was a lumbar laminectomy, a lumbar foraminotomy and a lumbar spinal stenosis. After the second surgery, patient experienced severe pain to his back and stomach. Once in the emergency room, medical personnel determined his intestinal wall ruptured due to complications from the first surgery and immediate stomach surgery was necessary. Currently, patient experiences severe back pain and numbness in his right leg. His right leg also drags and any bending causes his back to collapse. The pain has gotten progressively severe.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.